Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there was an alert on the right ventricular lead for several hundred counts of sensing integrity counter (sic) and non-sustained ventricular tachycardia. The patient was seen in clinic and interrogation found oversensing of noise and varied lead impedance that went from normal to high and was not consistent. The lead also had a possible fracture. Reprogramming changes were made for the lead and the lead remains in use. The physician did not want to pursue an additional procedure for the patient at this time due to the patient's advanced age. No patient complications have been reported as a result of this event.